Manufacturer narrative:
Block h6 (device codes): the problem code 1069 captures the reportable event of cutting wire broken. Block h6 (evaluation conclusion codes): conclusion code 4316 is being used in lieu of an adequate conclusion code for device not returned. Block h10: the complainant indicated that the device was disposed and will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that a truetome 44 was used in the mid common bile duct during an endoscopic retrograde cholangiopancreatography (ercp) procedure performed on (B)(6) 2020. According to the complainant, during the procedure, the cutting wire broke when using the electrode connection. The procedure was completed with another of the same device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be good. No further information has been obtained despite good faith efforts.

Manufacturer narrative:
(B)(4). The complainant indicated that the device was disposed and will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that a truetome 44 was used in the mid common bile duct during an endoscopic retrograde cholangiopancreatography (ercp) procedure performed on (B)(6) 2020. According to the complainant, during the procedure, the cutting wire broke when using the electrode connection. The procedure was completed with another of the same device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be good. No further information has been obtained despite good faith efforts.

Manufacturer narrative:
Block h6 (device codes): the problem code 1069 captures the reportable event of cutting wire broken. Block h6 (evaluation conclusion codes): conclusion code 4316 is being used in lieu of an adequate conclusion code for device not returned. Block h10: the complainant indicated that the device was disposed and will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed. Blocks b1, b2, b5, d8, h1 and h8 have been updated with additional information received on november 12, 2020.

Event description:
It was reported to boston scientific corporation that a truetome 44 was used in the mid common bile duct during an endoscopic retrograde cholangiopancreatography (ercp) procedure performed on (B)(6) 2020. According to the complainant, during the procedure, the cutting wire broke when using the electrode connection. The procedure was completed with another of the same device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be good. Additional information 12nov2020: reportedly, a piece of the device detached and fell into the patient and was successfully retrieved using an unknown device.